Manufacturer narrative:
The transmitter assembly associated with the complaint was returned for investigation. The investigation found the unit board was damaged by liquid ingress and will not power on which was the cause of the complaint. The cause is attributed to pcb failure due to liquid damage. As a result of the liquid ingress (i.e. Efflorescence, oxidation), multiple circuits were damaged. Attached to the RMA report is a picture that shows the presence of liquid on the board. In addition, as a result of the liquid ingress, u23 shorted which caused excessive current through fb1 causing it to burn. Although u23 showed signs of burning, there was no adverse patient impact and the patient did not report any overheating or burning sensation to the skin while using the transmitter assembly. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in liquid ingress. Liquid ingress rates remain acceptably low; thus, CAPA is not required. Liquid ingress rates will continue to be tracked and trended. Refer to issue (B)(4) for additional investigations and risk assessment for the burned component.

Event description:
The patient reported their transmitter assembly would not charge despite using the usb charger and cable provided to recharge the transmitter. The patient was provided a replacement transmitter assembly and no further issues have been reported.